Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alarm. The power management tool confirmed low battery and power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volt for 240 consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that the customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The customer called back. It was reported that power error detected alarm occurred again within a week of previous troubleshooting. No additional troubleshooting was performed and no indication that the issue was resolved. The insulin pump will be returned for analysis.